Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow up report section h10 was incorectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer service center for evaluation and the unit has error codes of 194 and 195. The manuafcturer reinstalled current software and the unit was operational. The device has faulty machine flow sensor due to contamination and the manufacturer replaced machine flow sensor, blower motor, blower seal, blower mounts, blower cap, rear cover, blower chassis plate, muffler assembly outlet side panel, tubing, housing due to contamination during the device evaluation. Section h6 has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator inoperative condition occurred related to a ventilator's sound abatement foam. The ventilator was returned to the manufacturer service center for evaluation and the customer's complaint was confirmed. The device's flow sensor, muffler assembly, blower, tubing was replaced due to contamination.